Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that unspecified bd¿ maxzero IV extension set detached and leaked. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. It was reported that a max zero IV extension set became undone and leaking occurred. Concern: bd max zero leaking. Patient called nurse and reported blood all over bathroom floor and gown the IV extension set had become undone.

Event description:
It was reported that unspecified bd¿ maxzero IV extension set detached and leaked. The following information was provided by the initial reporter: material no: unknown batch no: unknown it was reported that a max zero IV extension set became undone and leaking occurred. Per customer email/ sales force report describe customer concern: bd max zero leaking. Describe patient / (hcp) / user impact: patient called nurse and reported blood all over bathroom floor and gown the IV extension set had become undone.

Manufacturer narrative:
H6: investigation summary due to no photo or sample received per customer, the complaint of leakage could not be verified. A device history record review could not be performed because a model or lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.